Event description:
The provider states, the low power alarm isn't working at 8421 hours.

Event description:
The provider states the low power alarm isn't working at 8421 hours.

Manufacturer narrative:
No end user information provided. The product is expected to be returned. A follow-up will be sent if additional information is received.

Manufacturer narrative:
Product returned for evaluation. Failure modes: controls 2001134 other/defective, sieve bed (B)(4) saturated, 4-way valve (B)(4) not shifting fully.